Event description:
During a remote follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received that insulation damage was visually confirmed during the explant procedure.

Manufacturer narrative:
As received, a complete lead was returned in two pieces for analysis. Visual inspection found an external insulation abrasion breaching the ring electrode cable lumen distal to the connector boot consistent with friction to device can. One ring electrode polytetrafluoroethylene (ptfe) cable coating and inner coil lumen were breached but found the ptfe liner of the inner coil intact in this location. The cause of reported events was due to external insulation abrasion and exposure of the ring electrode cable conductor at the abrasion location.